Event description:
During treatment the med port separated from the venous drip chamber. Pt lost approximately 200cc of blood. No additional ill effects. No medical intervention. Sample is available for examination. Blood flow rate 450ml/min. "Vp" pre incident 280, post 260-400 medwatch filed on the blood loss.